Manufacturer narrative:
The investigation into the thrombus has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the clot was observed on inflow cage via tee and had to turn flows down to p4 to break suction. Data logs were reviewed, and motor current spikes were seen a few hours before multiple suction alarms were triggered with low flows at p-8. After reduction of p-level to p-4, low flows were still observed. The cause of the low pump flow issue was most likely biomaterial ingestion with suction alarms per clinical and log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient was sent to cardiovascular catheterization lab (ccl) for right atrial (ra) pacing lead and possible right coronary artery (rca) percutaneous coronary intervention (pci). The staff shocked patient four times in ccl, and then found clot on inflow cage via tee. The staff had to turn flows down to p4 to break suction and care was withdrawn shortly after.